Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/07/2019. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer''s reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was released according to specification. A search revealed that no similar complaints for this order number have been received.r. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: date of event: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150, 21.0 diopter intraocular lens (iol) was explanted due to refractive error/glare. There were no complications, no suture, and no incision enlargement performed. It was learnt that the lens was exchanged for a zct150 22.5 diopter. Moreover, visual acuity was 20/30- with 0.75 -0.75 @ 90 degrees. Current visual acuity is 20/25, and visual symptoms are mainly resolved. No other information was provided.